Manufacturer narrative:
Event date is not confirmed as this issue was reported "earlier in the week" street name too long to be inputted in the field. It should be read as: (B)(6). No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had an issue earlier in the week where the site was unable to register a patient because their axiem box was in a red status. The site had to abort navigation and proceeded the case without it. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted after the case that, the communication cable had been unplugged. Once it was re-connected, the issue was resolved.